Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the operator of the device was unable to clear the over temp alarm. There were unknown patient harm or adverse effects reported as a result of the event.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to duplicate the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period.